Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involved a cadd-solis vip ambulatory infusion pump where it was reported that the pump doesn't infuse. The reported device malfunction could lead to interruption of therapy and potential serious injury if it were to recur. There was unknown patient involvement, and unknown harm reported.